Manufacturer narrative:
The event occurred in 2017. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a "volume error". There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the reported under infusion which was determined to be a causality of a loose door plate through evaluation. The door plate was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.